Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was able to be confirmed via review of the log files; however, was unable to be reproduced during product testing. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (13sep2022 ¿ 14sep2022 per timestamp). Backup battery fault coincident with load test failures were active throughout the entire log file from 13sep2022 at 17:23:18 ¿ 14sep2022 at 09:58:28 and did not clear. The log file did not capture when the alarms first activated nor the cause of the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. The periodic log file was also submitted for review. A review of the submitted log files showed events spanning approximately 11 days (3sep2022 ¿ 14sep2022 per timestamp). The backup battery faults coincident with load test failures were first active on 13sep2022 at 14:42:57 and continued through the end of the log file. The log file did not capture the cause of the alarms. There were no other notable alarms active in the log file. Pump operation was not affected. The system controller was returned for evaluation. The controller was connected to a mock loop and was able to support a pump with no alarms active. The controller was able to function as intended. The root cause of the alarms was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 14aug2018. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had recurrent battery fault alarm. The patient arrived to the clinic on (B)(6) 2022 for a possible system controller exchange and log file review. Log file review confirmed the emergency backup battery (ebb) fault due to the ebb failing the load test. The system controller was exchanged which resolved the alarms.